Event description:
In 2007, the lay-user/patient contacted lifescan alleging that she could not test with a one touch ii meter, because the device was displaying "battery." It is not known, when the alleged meter issue started or how long the pt was unable to test her blood glucose with the reported device. Two months prior, at around 4:00-5:00 pm, the pt had symptoms of "slurred speech" and was "unconscious." The pt's son tried to test her blood glucose with the reported meter at that time, but was unsuccessful because of the battery issue. The paramedics were contacted. When they arrived, the paramedics also tried to test the pt with the reported device but were unsuccessful. The paramedics treated the pt with oral glucose. Her blood glucose was tested on another unidentified device during the time of concern and a result of "31 mg/dl" was obtained. The pt stated that, the day before the event, she had forgotten to eat and only had fruit in the morning and a sandwich around 9:00 pm. It would have been helpful to know the following info: when the alleged power issue started, when the pt attempted to replace the meter's battery, when the pt was last able to test with the device, what her last meter reading was, her testing frequency, and her medication regimen. In addition, it would have been helpful to know if the pt made any changes to the regimen because of the alleged issue, if she was hospitalized, if she ate any meals on the day of the event, and if the pt's son attempted to treat her after he tried testing her blood glucose with the reported device. The customer care advocate (cca) noted that the meter's battery was not replaced according to the owner's manual. The pt did not have a replacement battery to troubleshoot the alleged issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that she could not test her blood glucose for an unk period of time because of the battery issue. During that time, the pt developed symptoms suggestive of hypoglycemia and required medical treatment from paramedics to raise her blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.